Event description:
It was reported that during a laparoscopic appendectomy procedure, it is alleged that the surgeon tried to use the clip applier but the clips wouldn`t close. Another device was used to complete the procedure. There were no adverse consequences for the patient. Received the following information on 2/17/2010: when using the clip applier, the clips advanced as normal but they wouldn't close. They had to be retrieved. They then opened another like device and continued as normal without any issues.

Manufacturer narrative:
(B)(4). Dropping or ejected clip. The analysis results of the instrument found that it was returned with the jaws yielded. The device was cycled and ejected the remaining clips. It could not be determined what may have caused the damage to the jaws. It is known from the history of the instrument that the found condition can lead to the reported event of spitting clips. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that when the jaws close on a hard object (not original design intent), the induced elongation in the component will exceed the material's elastic zone (compression/tensile stresses induced on the jaws are higher than its yield strength), hence the jaw width will not return to its original dimensions/position after completion of fire out. In addition, as per the instructions for use, ¿never fire the instrument over another clip or instrument. Firing the instrument in this manner may distort or yield the instrument jaws, which can cause the instrument to spit clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.